Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification during testing. Evaluation ran an infusion for 28 minutes and did not observe an inactivity alarm. When the evaluator restarted the same infusion without confirming the check flow prompt the device responded with an inactivity alarm after 2 minutes which is normal pump operation. A review of the event history log identified three inactivity alarms that occurred on the reported event date and the log showed they were cleared. There is evidence in the log that the customer did not confirm flow after pressing run which would result in the inactivity alarm. No issue was found with the pump and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed an inactivity alarm during therapy. The issue occurred at the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.